Manufacturer narrative:
The insulin pump received with minor scratched lcd window corners.

Event description:
Customer called to report there are scratches on the display screen. Blood glucose reading was unknown at the time of the call. The customer stated the damage occurred due to wear and tear. Advised that the insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)